Event description:
A point of care glucose strip was removed from the vial and was found to have light blue confirmation dot. There were eight strips remaining in vial. All had a light blue confirmation dot. Two strips appear to be a lighter blue than the rest. Test pads have a blue halo. Quality control test was performed earlier and passed.